Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels since starting on the pump (over a period of 11 days). The customer addressed elevated bg levels by administering correction boluses using the pump and intravenous fluids. The customer also indicated that they were taken to the emergency room (ER) on (B)(6) 2015 for elevated bg levels of 350mg/dl. While at the ER, the customer was treated via intravenous fluids to flush ketones. The customer was released approximately 9 hours later when their condition had stabilized.